Manufacturer narrative:
(B)(4): regurgitation. Additional manufacturer narrative: the device was not returned to edwards as it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without the return of the device for evaluation, we are unable to confirm the clinical comments made or determine the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a second device, a 23mm bioprosthetic valve, was implanted into a 23mm bioprosthetic valve in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was eleven (11) years, seven (7) months, eighteen (18) days. The reason for reoperation was severe symptomatic aortic valve insufficiency. At the end of the procedure, there was good hemostasis and no surgical complication. Patient was transported to the ICU in stable condition. Patient was discharged on post-operative day #6.